Manufacturer narrative:
The service provider provided the investigation report on 05/12/2021. The actual device was tested. The pump passed the flow rate testing. The flow rate deviation is within the 5% specification. The reported issue was not confirmed.

Event description:
On (B)(6) 2021, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump (B)(4) was over infusing. The device operator was a biomed technician. No medication was being infused. There was no patient involved.